Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 300 mg/dl. Troubleshooting was performed and pump appears to be functioning as expected. Customer stated that settings may need to be adjusted. Customer delivered manual injections to stabilize blood glucose levels.